Event description:
Complaint rec'd reporting problems with use of custom (B)(4) 12" smallbore quadfuse ext sets .2 micron filters found to be cracked/damaged resulting in tpn/fluid leakage. Due to fluid loss, patients required d10 boluses to bring their blood sugars back to normal range. The devices were mated/in use with b braun pump sets. Two (2) used (B)(4) sets were returned for analysis and investigation. Visual and functional testing confirmed leakage originating from longitudinal cracks along the female luer of the filter. The engineering analysis report notes the luer appears to have been subjected to some type of unintended force and/or over-tightened. Corrective actions: a configuration change to this custom set to have the filter attached in line instead of at the end of the set was made. Facility clinicians were provided samples of this configuration for review, approval and training. Current build reflects this configuration.